Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device md2715, and no non-conformances were identified. Additional investigation summary: it was received for an empty opened box, a box with unopened samples of product code vcp351, lot md2715. The complaint sample was not returned. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no breakage needle were found.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: did the needle broke after procedure was completed - yes, when securing to mat. Lot number - obtained from returned device. Is the actual device being returned? No, discarded. Device return status/follow up - representative samples returned rmao updated.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. After use in the procedure, the needle tip broke off when being secured in the needle mat. There were no adverse patient consequences. No additional information was provided.